Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited noise over sensing caused pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.